Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h10, h11. Corrected fields: h6 (component codes). The getinge field service engineer (fse) later reported that the issue had caused a shutdown of the fuses in the whole department. Therefore, the fse was unable to duplicate the reported issue as the customer was not willing to try again. The fse has also indicated that the power supply is not available for return as the customer has requested to keep the part. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Event description:
It was reported that during a routine check, when the cs300 intra-aortic balloon pump (iabp) was switched on, it had smoked slightly and the fuses on the compartment were blown. The unit is taken for repair by a service technician. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h11. Corrected fields: a1, b5, b6, b7, d11, h3, h6 (type of investigation, health effect ¿ impact codes), h10. Testing of actual/suspected device (10/3233): a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit but was unable to duplicate the customer's reported issue. The fse replaced the power supply then completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. The suspected faulty power supply is expected to be returned to getinge's national repair center (nrc) for failure investigation. A supplemental report will be submitted upon receipt of additional information.

Event description:
N/a.

Manufacturer narrative:
Type of investigation not yet determined ((B)(4)): we are seeking additional information. A supplemental report will be submitted when additional information is provided. The first name of the initial reporter has been abbreviated due to field character limit; the full name should read ing. (B)(6).

Event description:
It was reported that when the cs300 intra-aortic balloon pump (iabp) was switched on, it had smoked slightly and the fuses on the compartment were blown. The unit is taken for repair by a service technician. It is unknown if there was a patient involved; however there was no adverse event reported.